Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during the final phase of coronary treatment. The customer completed the procedure on the same system without the availability of geometry movements. Philips field service engineer (fse) inspected the system on site and identified an issue with the system¿s geometry pc, which was replaced. After replacement, the system was returned to use in good working order. Further analysis of the defective geometry pc identified a failure of the motherboard. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.